Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2015-(B)(6), product type catheter. Product ID 8835, (B)(4), serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for 7 days due to an infection at the pump site. The patient experienced redness, swelling and fever. At the time of report, the patient was inpatient receiving IV antibiotics (levoquin) and was fever free with redness at the incision site remaining but was getting better. It was later reported that the blood and wound culture was negative. It was unknown when the date of onset was. The patient did not have meningitis. The patient had not been refilled, and the patient¿s first refill was scheduled for 2015-(B)(6). The location of issue or symptom was the device pocket. There was no drainage noted when viewing the incision site. The patient was expected to remain in the hospital another 48 hours to receive more antibiotics. The patient¿s status at the time of event was alive ¿ no injury. The patient¿s infection resolved and the patient was discharged home the prior week. Additional information received reported the cause of the event was due to cellulitis over pump pocket. The patient had left leg cellulitis at the time of implant that was not known. It was noted that there was no need to explant the device. The patient recovered without permanent impairment. The pump was used to infuse morphine.